Manufacturer narrative:
Failure analysis found intermittent button response due to flattened down keypad dome. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated, the down arrow button was not responsive on the insulin pump. Customer's blood glucose was 300 mg/dl. The customer reported, the insulin pump was dropped to the floor prior to the keypad anomaly occurring. The customer also reported being discharged from the hospital recently. However, the hospitalization was not caused by the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.